Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "left atrial appendage closure guided by fusion of 3d computational modelling on real-time fluoroscopy: a multicenter experience". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "left atrial appendage closure guided by fusion of 3d computational modelling on real-time fluoroscopy: a multicenter experience", was reviewed. The article presented a retrospective, multicenter study to assess whether left atrial appendage closure (laac) guided by fusion of a 3d computational model on real-time fluoroscopy is safe and effective. Devices included in the study were amplatzer amulet and watchman flx. The article concluded that fusion of a CT-based 3d computational model on real-time fluoroscopy is a safe and effective approach that may optimize transcatheter laac outcomes. [The primary and corresponding author was philippe garot, institut cardiovasculaire paris sud, hopital ¿ priv´e jacques cartier, ramsay-sant´e, 6 avenue du noyer lambert, 91300 massy, france, with corresponding email: p.garot@angio-icps.com]. The time frame of the study was from april 2021 to october 2023. A total of 106 patients were included in the study, of which 87 (87.7%) received an abbott device. The average age was 78 years and the majority gender was male. Comorbidities included diabetes mellitus, dyslipidemia, hypertension, smoking history, coronary artery disease, percutaneous coronary intervention, coronary artery bypass graft, congestive heart failure, valvular disease, prior pacemaker, stroke (ischemic, hemorrhagic), transient ischemic attack, bleeding risk, atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, dyslipidemia, hypertension, smoking history, coronary artery disease, percutaneous coronary intervention, coronary artery bypass graft, congestive heart failure, valvular disease, prior pacemaker, stroke (ischemic, hemorrhagic), transient ischemic attack, bleeding risk, atrial fibrillation. Complications reported included death, pericardial effusion, thrombus, ischemic stroke, residual shunt, device related thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title: left atrial appendage closure guided by fusion of 3d computational modelling on real-time fluoroscopy: a multicenter experience.